Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of a red rash with inflammation, blisters and a scar at the sensor patch adhesive. It covered a 10 cm x 10 cm area at and extended around the sensor patch perimeter. The patient had itching and burning sensations. The patient consulted a dermatologist via a telehealth visit on (B)(6) 2022 and diagnosed with a skin allergy and infection. Unspecified oral antibiotics were prescribed. The dermatologist ordered a diagnostic allergy test and suggested that the patient discontinue sensor use. After the event the skin appeared burned. The patient planned to follow up with the dermatologist for medical care. No additional patient or event information is available.